Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and the machine worked fine and passed all tests after replacing the defective o2 gas module. The provided device logs confirms the reported issue. The defected o2 gas module has been returned for further investigation. Simulated test use of the returned o2 gas module in a ventilator passed all the tests, it was not possible to reproduce the reported issue. The ventilator passed all the tests successfully. Therefore no root cause can be established. The supply pressure transducer inside the gas module is the part that responsible for reading the inlet pressure. In case the supply pressure transducer failed it usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref #: (B)(4).